Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of heparin. Heparin drip was programmed to infuse at 10ml/hr. Clinician verified rate with a second nurse. Four hours later, the pump was beeping, rn noted the heparin bag empty. Stat ptt was ordered by physician, patient was placed on bed rest. There was no patient harm.

Event description:
It was reported there was an over infusion of heparin. Heparin drip was programmed to infuse at 10ml/hr. Clinician verified rate with a second nurse. Four hours later, the pump was beeping, rn noted the heparin bag empty. Stat ptt was ordered by physician, patient was placed on bed rest. There was no patient harm.

Manufacturer narrative:
Correction : omit b21 - type of investigation not yet determined, omit c21 - results pending completion of investigation, omit d16 - conclusion not yet available. Additional information: device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,g,b, c and d grids and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd service.